Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the heat exchanger leaking. Additional malfunction for this device was the power switch had no alarm.